Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2024 the patient¿s husband reported the patient experienced hypoglycemia with loss of consciousness on (B)(6) 2024. The patient had been asleep and experienced no symptoms of low blood glucose prior to the incident. The patient¿s blood glucose meter displayed a reading of lo mg/dl and she lost consciousness. The husband tested the patient¿s blood glucose 5 additional times with results of lo mg/dl each time. The patient was treated by her husband with a glucagon injection and she regained consciousness after 30 minutes and was feeling ok. No medication was taken before, during, or after the incident other than the glucagon injection. The patient uses novolog insulin and her normal blood glucose range is 120-150 mg/dl. Upon follow up on (B)(6) 2024 the patient stated that she was wearing an insulin pump and continuous glucose monitor (cgm) at the time of the incident. She stated the cgm was not working and was sending wrong messages to the insulin pump causing the pump to deliver more insulin than it should. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).